Manufacturer narrative:
Investigation summary: 4 representative samples were returned for investigation. The 4 representative samples were subjected to visual inspection and separation force functional test. The 4 representative samples passed the acceptance criteria. No abnormality was observed. The needle is able to be contain within the safety mechanism. The needle cap was removed to measure the needle hole dimension and straightness. The dimension is within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. A review of the past 12 months qn for catalog 393224 was performed. There is no related qn on defect or condition of safety shield activation failure. Therefore the root cause cannot be determined.

Event description:
It was reported that the venflon pro safety 20ga 1.1mm od 32mm l experienced safety failure. The following information was provided by the initial reporter: I hereby wish to inform you of a complaint regarding your venflon pro safety 20g x 45mm. After the insertion of venflon, the safety mechanism did not cover the needle, it almost led to needle stick incident. The item is unfortunately no longer in our possession. As it is a safety issue, we would like to report the incident to you.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon pro safety 20ga 1.1mm od 32mm l experienced safety failure. The following information was provided by the initial reporter: I hereby wish to inform you of a complaint regarding your venflon pro safety 20g x 45mm. After the insertion of venflon, the safety mechanism did not cover the needle, it almost led to needle stick incident. The item is unfortunately no longer in our possession. As it is a safety issue, we would like to report the incident to you.